Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to confirm if advise to clean the speaker holes and waiting two hours for further evaluation resolved the issue. Customer will call back if additional assistance is needed.